Manufacturer narrative:
(B)(4). The reported issue was not confirmed for the device. The assignable cause was undetermined. The device was not returned for evaluation. The current labeling for was found to be sufficient. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake / touch contamination which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the event patient made mistake / touch contamination was not reported. On an unreported date, the patient recovered from the peritonitis. Therapy with dianeal was ongoing. The reporter did not provide an opinion of causality.